Event description:
It was reported that a revision was made with this right ventricular (rv) lead. Furthermore, this rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that a revision was made with this right ventricular (rv) lead. Furthermore, this rv lead remains in service. No additional adverse patient effects were reported. Additional information indicated that the lead was repositioned due to high pacing thresholds.